Event description:
During prostate biopsy, the bard core max biopsy device stopped firing and we were unable to take the last biopsy. The set buttons seemed to be sticking and not fully firing once set and then deployed.